Event description:
It was reported that stent movement on balloon occurred. During unpacking, a 2.75 x 16 synergy¿ stent was selected for use. However, it was noticed that the stent was not well crimped on the delivery system. The procedure was completed with another of the same device. No patient complications were reported and patient's status is stable. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the stent. The crimped stent was detached from balloon and not returned with the device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon indicating that overall crimp contact was achieved between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. During unpacking, a 2.75 x 16 synergy stent was selected for use. However it was noticed that the stent was not well crimped on the delivery system. The procedure was completed with another of the same device. No patient complications were reported and patient's status is stable. This product is only ous approved but it is similar to an approved us device.